Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was offline. A field service engineer removed the housing, cleaned the foam tape and then reattached it with new foam tape and then clamped for several minutes to resolve the issue. Customer verified that the door was recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the fridge was offline. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.